Manufacturer narrative:
Expiration date: 11-30-2023. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm tmicl.13.7; -10.0/+1.0/153 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient had experienced glare/haloes; which then was treated with lumify eye drops which started on (B)(6) 2022. The cause of the event was reported as the device. Lens remains implanted and patient remains on study.